Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission on an unknown date. Upon review, the right ventricular lead exhibited high capture threshold. The patient presented on (B)(6) 2019 for lead revision procedure. The lead was explanted and replaced. The patient was discharged post procedure.